Event description:
It was reported that the patient's system was explanted due to (B)(6). Additional information was requested.

Manufacturer narrative:
Lead model unk lot# v009994 implanted: explanted: na. Extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2007 explanted: na. Programmer model 3037 serial# (B)(4).